Manufacturer narrative:
(B)(4). Physio-control examined the customer's device but was unable to duplicate the reported power off issue. Physio then completed unrelated repairs and after observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself. No further details were provided about the issue. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced both the system controller (sc) and user interface (ui) pcb assemblies due to codes in the device memory that were unrelated to the reported failure of the device powering off by itself. Physio further examined the removed sc pcb assembly and observed that an integrated circuit (ic) chip, designator u61, was heat sensitive and would intermittently cause the device to reset itself upon boot up. This intermittent failure may have presented itself as the power off issue originally described by the customer. The ui pcb assembly was an ancillary part and there was no failure of this assembly. The likely cause of the reported issue was ic chip u61 on the sc pcb assembly.